Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer's mother reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event was reported. Mother reported the alleged product will not be returned for evaluation.